Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient was implanted with a paddle lead on (B)(6) 2013 and ¿the lead had moved and they revised.¿ it was reported that the first revision was on (B)(6) 2013 after the patient was ¿reporting mostly abdominal stim.¿ it was reported that the ¿x-ray showed lead had moved from top of t8 to top of t6.¿